Event description:
It was reported that the patient developed an infection and endocarditis. On (B)(6) 2021, the pacemaker system was explanted successfully without any complications. Related manufacturer reference number: 2017865-2021-35762, 2017865-2021-35764.